Manufacturer narrative:
Section b3 was updated. The qc data provided from 19-jun-2020 indicated no issue. The investigation found that the customer used 13 mm tubes without a rack adapter and the clotting time was too short (10 min instead of 30 min). Product labeling states: "always use 13 mm sdtas (sample disk tube adapter) with 13 mm tubes." As both results (0.084 and 0.107 coi) from the 2 alleged patients were not repeated and the samples were not available for an investigation, it cannot be determined whether they are repeatedly negative. Considering the too short clotting time and the fact that no rack adapters were used, a non-reproducible, false low result cannot be excluded. If the patients suffered from covid-19, the discrepancies observed could possibly have been due to seroconversion or low levels of antibodies. As the patient samples could not be obtained for investigation, further investigation could not be performed. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The event occurred in (B)(6). The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys anti-sars-cov-2 results for two patients tested on a cobas e411 disk serial number (B)(4). The patients' previous pcr results were requested but not provided. On (B)(6) 2020, the patients samples were tested with vivadiag covid-19 igm rapid test and biolidich covid-19 igm rapid test. Patient 1 and patient 2 had positive results for the rapid tests. The positive rapid test results were reported outside the laboratory. On (B)(6) 2020, the same patients samples were tested with elecsys anti-sars-cov-2 assay. Patient 1 had a result of 0.084 coi non-reactive, and patient 2 had a result of 0.107 coi non-reactive. Vivadiag covid-19 igm rapid test and biolidich covid-19 igm rapid test are not on the list of eua products.